Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the respiratory therapist tried using the inline nebulizer function on the nkv-440 ventilator during patient use, but it would not output any driving gas from the nebulizer port. The ventilator continued ventilating the patient, and the patient remained on the ventilator. There was no harm to the patient. After the patient was removed from the ventilator and discharged, the ventilator was taken back to the respiratory department for troubleshooting. All the functions of the ventilator worked as they should, except the nebulizer would not output any driving gas from the nebulizer port.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.